Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.0/2.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. It was reported that the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage/ fibers on the lens surface. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).